Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap leaked iodine due to a tiny crack on the cap (hair-like in size) while in use on a patient for peritoneal dialysis (pd). This was noticed upon connection of the minicap. It was reported that the patient's transfer set had been in use for approximately "one minute" at the time of the event. Subsequently, a new minicap was use on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot was manufactured between 05/09/18 and 05/16/18. The device was received for evaluation. A visual inspection or functional testing could not be performed on the actual complaint sample due to contamination. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.